Event description:
Information received with return of the device notes that during implant, the thresholds were 2.0v. After connecting to the lead, no pacing was observed. Attempts to program to a higher output and polarity were unsuccessful due to no telemetry. The patient was recovering.